Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 errors were found in the history, and the up button is always active. Due to an external mechanical influence, the snap dome of this button is pressed through. This source led to an always activated up button, and it is not possible to confirm the e8 (power interrupt) error messages. The check button meets the specification.

Event description:
Reporter stated, the infusion device displayed an e8 power interrupt error, and the error message could not be cleared by pressing the check button. Further, the soft component of the up button is torn. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).